Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000087262. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient's right octrode lead had migrated. Patient reported frequent falls. As a result, surgical intervention took place on (B)(6) 2025, wherein the lead was explanted and replaced to address the issue. It is unknown which lead caused the issue.

Manufacturer narrative:
Correction: corrected the sn of the reported lead from sn: (B)(6) to sn: (B)(6).